Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number requested not available at time of report.

Event description:
The customer reported a failure to alarm for desat/sp02 on their philips intellivue information center (piic) which resulted in the patient expiring.

Manufacturer narrative:
A philips remote support engineer (rse) spoke with the customer who clarified that the patient was a newborn that was hospitalized for bronchiolitis on (B)(6) 2020, and experienced a desaturation of 80% after the accidental removal of their nasal cannula. It was noted that the alarm should have sounded after 30 seconds. The customer further stated there was a loss of signal/connection at the piic due to the windows operating system narrator mode. The desat/spo2 alarm delay was set to five seconds and spo2 high/low alarm delay was set to 10 seconds. It was found that there was a software malfunction of the device. Rse has provided the customer with a quote to install a software revision (c.03) and a philips field service engineer (fse) was dispatched to the customer¿s facility to perform the software update. The device remains in use at the customer¿s site. No further investigation or action is warranted at this time.

Event description:
The customer reported a failure to alarm for desat/sp02 on their philips intellivue information center (piic) . The patient desaturated 80% and expired.

Manufacturer narrative:
Additional information was received from the customer site on 21jul2020. The biomedical engineer at the hospital determined, after evaluation, the philips devices had functioned as intended. There was no allegation of failure to alarm of the philips device. The customer site concluded that the configurations for the spo2 measurement alarms were set to 30 second delay and performed as expected. No additional information was provided, after request, regarding the evaluation conducted from the biomedical engineer. The initial statement from the field service engineer (fse) indicated that the windows narrator may have interrupted the device connection. Follow up was provided on 21jul2020 from the field service engineer (fse) that determined that the microsoft windows 10 narrator issue was a separate event not associated with the alarm configuration settings. Narrator did not interrupt the device alarm functionality. Further evaluation by the philips clinical specialist and engineering team determined that the narrator was not associated with the reported signal loss. Narrator applies to an operating system feature for announcing user inputs and does not impact monitoring or alarming. The customer was provided information from the field service engineer (fse) regarding alarm configurations. No additional actions are required regarding the alarm configurations as the device had functioned as intended. Additional actions were taken to address the window narrator issue which was confirmed to be an unrelated event.

Event description:
The customer contacted philips to report a desaturation event that had occurred (B)(6) 2020 involving a neonate of (B)(6). The involved patient had been hospitalized for bronchiolitis and after accidental removal of the oxygen nasal cannula, a desaturation to 80% was reported and the patient expired.. The customer stated that through a review board of doctors and nurses at the hospital, it was determined that the philips device had not caused or contributed to the patient death. It was noted that the alarm should have sounded after 30 seconds. The customer further stated there was a loss of signal/connection at the piic due to the windows operating system narrator mode.